Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that occlusion alarms occurred. System check was being performed with tandem technical support; however customer declined completing the system check. Reportedly, the customer was using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customer's blood glucose was 300 mg/dl.